Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead; implanted: (B)(6)2008. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead failed to capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.